Event description:
It was reported that when using the bd pyxis¿ medbank tower system drawer 4 had constant issues and could not manage medications out of the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had constant issues and could not manage medications out of the drawer. A field service engineer found that the main half height drawer 4 was failed and replaced rear drawer controller and drawer console controller and drawer was responsive and worked with medbank support to configure both half height drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.